Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip experienced a case of difficult plunger movement, and a case of deformed stopper. The following information was provided by the initial reporter: recently we have noticed when administering testosterone through these syringes, we have met a fair amount of resistance from plunger /stopper. One rn even witnessed the black rubber part of the stopper flipped over on it self when drawing up medicine. We know that due to the viscous nature of testosterone it required more effort to inject the medication. However, in the 3-4 years I have been administering testosterone with these syringes. We have never encountered issues like this before.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip experienced a case of difficult plunger movement, and a case of deformed stopper. The following information was provided by the initial reporter: recently we have noticed when administering testosterone through these syringes, we have met a fair amount of resistance from plunger /stopper. One rn even witnessed the black rubber part of the stopper flipped over on it self when drawing up medicine. We know that due to the viscous nature of testosterone it required more effort to inject the medication. However, in the 3-4 years I have been administering testosterone with these syringes. We have never encountered issues like this before.